Manufacturer narrative:
The device has not yet been received by olympus for evaluation.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii video system center which was connected to a stryker monitor had no image. There was no report of patient harm or user injury associated with this event.